Manufacturer narrative:
Concomitant medical products: 7122 lead, implanted: (B)(6) 2010; 419478 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right atrial (ra) lead exhibited possible false detections of atrial fibrillation (af) due to far field r waves. The ra lead remains in use. No patient complications have been reported as a result of this event.